Event description:
Ventilator was providing therapy to patient in ICU. Flow measurement inaccurate alarm keeps going off. Manufacturer response for ventilator, evita infinity v500 (per site reporter). Our factory trained biomed technician contacted tech support regarding the presented error message. The recommendation our technician received from the tech support person was to replace the sensor harness cable. We have seen this error now on 3 ventilators of this model.